Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to hospital due to hypoglycemia event on (B)(6) 2025. Patient used expired product at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5385730 in question was manufactured at the reynosa site. Test results: complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6010290 was manufactured according to the work instruction (wi) version (B)(4) packaging in the multivac12, on 21/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jul/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced life and lot 5385730 and no other complaint has been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.